Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was taking longer than usual to transect thick tissue bundles. The tissue pad looked out of place on the jaw side and the blade had burned into the tissue pad. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/12/2009. Information anticipated, but unavailable at this time.